Event description:
The pt reportedly experienced loss of lock between the external equipment and the cochlear implant. Revision surgery will be scheduled. Advanced bionics is currently in the process of gathering more info; once more info is obtained a supplemental report will be submitted.